Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left coronary artery (lca). Reportedly a 20/30 indeflator was used with a balloon catheter; however, the balloon would not expand and a leak was noted in the indeflator. Another 20/30 indelfator was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported leak was unable to be confirmed during returned device analysis, it is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however, this cannot be confirmed. Additionally, inadvertent mishandling during use and/or during shipment for return analysis possibly resulted in the noted needle above ¿0¿ position; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.